Event description:
A malfunction alarm was reported by the customer, displaying a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the customer in completing the reset, and confirmed that the malfunction code did not reappear. The customer was informed to continue using the pump and to contact support if any future issues arise.